Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing on 9/19/2016. Upon investigation the monitor failed functionality testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction prior to the patient's passing that would contribute to the patient's death. Manufacture dates: monitor sn (B)(4): 2/19/2010. Electrode belt sn (B)(4): 1/30/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. It was reported that the patient was not conscious and lying in bed at the time of the event. The patient's mother was present at the time of the event. Prior to passing, the patient was appropriately treated by the lifevest. The treatment was delivered at 4:18:32 pm. The patient's rhythm at the time of the treatment was vf. The post-shock rhythm was asystole. At 4:32:37 the device detected an arrhythmia, while the patient was in asystole with intermittent non-sustained ventricular tachycardia (nsvt) and non-capturing pacemaker spikes. The patient degraded into asystole and the electrode belt was disconnected at 4:33:15. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was physical abuse. There is no evidence to suggest that this damage to the device caused or contributed to the patient's death as the device was able to properly detect and treat an arrhythmia prior to the patient's passing. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing on 9/19/2016. Upon investigation the monitor failed functionality testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction prior to the patient's passing that would contribute to the patient's death. Manufacture dates: monitor sn (B)(4): 2/19/2010, electrode belt sn (B)(4): 1/30/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. It was reported that the patient was not conscious and lying in bed at the time of the event. The patient's mother was present at the time of the event. Prior to passing, the patient was appropriately treated by the lifevest. The treatment was delivered at 4:18:32 pm. The patient's rhythm at the time of the treatment was vf. The post-shock rhythm was asystole. At 4:32:37 the device detected an arrhythmia, while the patient was in asystole with intermittent non-sustained ventricular tachycardia (nsvt) and non-capturing pacemaker spikes. The patient degraded into asystole and the electrode belt was disconnected at 4:33:15. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.